Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain : unable to observe since it is a medical event and is not related to the device. ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid or shadow" and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿pain¿ since last year and was ¿screened¿ and ¿scanned¿ and it shows "fluid or shadow." Device remains implanted.